Event description:
N/a

Manufacturer narrative:
The product was not returned for evaluation therefore the failure analysis and determination of root cause was not possible. The reported complaint is considered unconfirmed. No DHR review was possible as no lot number was identified. No UDI number has been implemented for this product. Communication attempts with surgeons have not been successful and additional medical procedure information is unavailable. Nonetheless, based on what was written on the complaint description and previous experiences, scientific affairs offered an opinion of a reported incident. First of all, it was clarified that the fluid retained is most likely csf and that it certainly does not come from the duragen and is not associated with the process of duragen resorption. Also, as a most probable cause, it was explained that the reported condition seems to be related to the implantation technique; nevertheless, cannot be certain since additional information requested from the participating surgeons has not been received. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 1121308-2020-00010, 1121308-2020-00011, 1121308-2020-00012, 1121308-2020-00013, 1121308-2020-00015, 1121308-2020-00016, 1121308-2020-00017, 1121308-2020-00018, 1121308-2020-00019.

Event description:
This is 5 of 10 reports. Patient 5. A customer reported that id4501i duragen 4x5 1 pack ce were used on 25 patients for external decompression (trauma / stroke ), and 10 patients had reoperation because of fluid retention. The fluid retention occurred below the dura rather than in the general epidural and was an imaging finding that caused a significant strain on the brain. The physician in charge stated that it was not the cerebrospinal fluid but the water during duragen degradation. The stored liquid was clear and not hematoma. The date of incidents were not specific but was noted to be after (B)(6) 2020. Additional information received on 24mar2020 stated that gore-tex was used for the revision and all patients are being followed up.